Event description:
Per the clinic, the patient underwent skin flap revision surgery on (B)(6), 2012. The patient's abutment was also exchanged for a longer abutment.

Manufacturer narrative:
(B)(4): implanted device remains.